Event description:
Faulty mayfield adapter where the screw does not screw in easy to the desired hardware easily. The screw has to be muscled into the hardware and needs to be replaced as this should not occur in the operating room setting. This was noticed during an accuracy test while screwing the bolt into the calibration plate that has not had any issues elsewhere.

Manufacturer narrative:
It was reported that the mayfield head holder adaptor s/n (B)(6) was malfunctioning: the screw does not screw in to the desired hardware easily. The mayfield head holder adaptor s/n (B)(6) was returned at the manufacturing site for investigation. A visual inspection of the part indicated that the grey rod threaded part, where the mayfield head holder is to be connected, is damaged. A functional testing was performed by inserting the grey rod inside the part, in both orientations: normal orientation and opposite orientation. In both tests, there it is not difficult to insert the grey rod on the black handle side, but it is difficult to insert it on the other side. A normal use of the mayfield head holder adaptor with a the mayfield head holder would not damage the threaded part that way. The most probable root cause is that a different part than a mayfield head holder, with a harder material, has been screwed in the mayfield head holder adaptor. It is possible that a metal flake was created due to this assembly, which has entered the inner mayfield head holder adaptor threaded part and has damaged it.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
Faulty mayfield adapter where the screw does not screw in easy to the desired hardware easily. The screw has to be muscled into the hardware and needs to be replaced as this should not occur in the operating room setting. This was noticed during an accuracy test while screwing the bolt into the calibration plate that has not had any issues elsewhere.